Event description:
It was reported that a lead integrity alert (lia) was triggered due to noise and oversensing on the lead. The pace/sense portion of the lead was replaced. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One patient alert for lead failure predictor on (B)(4) 2012. Four ventricular non-sustained tachycardia (nst) less than or equal to 200 ms between (B)(4) 2012. Ventricular short interval count (v-sic) equal to 26.2 counts avg/day, in 4.88 days, between (B)(4) 2012.